Event description:
A customer reported three erroneous patient results (total bilirubin, glucose, creatinine) were generated on unicel dxc 600i synchron access clinical system. Two of the patient results were reported out of the laboratory. The samples were repeated and the results were amended. The sample was serum; however, collection, storage, and centrifugation information was not provided. Controls were run before and after this incident and the results were within established ranges. In addition; the customer noticed a fluid leak of (approximately 5 ml) from the reagent probe on the unicel dxc 600i synchron access clinical system. The fluid was not contained within the instrument and leaked on top of the reaction wheel cover. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No injuries were sustained by the lab personnel. Hotline advised the customer to check the reagent syringe and the reagent probe. Both of these components were tight and there was no sign of leaking.

Manufacturer narrative:
On (B)(6) 2012, field service engineer (fse) was on site and discussed the problem with the customer and determined the issue was caused by intermittent vacuum valve and proceed to replace reagent probe a vacuum valve. Fse primed and verified that there was no leak and performed qc and precision for glu and cr-s. All qc and precision run results were acceptable. On the same day, the customer called and reported that the reagent probe a was leaking from the vacuum valve while in operation. The fse replaced the solenoid loop b2 and level sense c2 for smart module which resolved the issue. The fse followed-up with the customer on (B)(6) 2012 and the customer stated the instrument is back in operation and no issues were noted. Although the fse replaced multiple hardware parts, which resolved the issue, a definitive failure mode is unknown.

Event description:
A customer reported three erroneous patients' results (total bilirubin, glucose, and creatinine) were generated on unicel dxc 600i synchron access clinical system. Two of the patients' results were reported out of the laboratory. The samples were repeated and the results were amended. The fluid was contained within the instrument and leaked on top of the reaction wheel cover.

Manufacturer narrative:
A customer reported three erroneous patients' results (total bilirubin, glucose, and creatinine) were generated on unicel dxc 600i synchron access clinical system. Two of the patients' results were reported out of the laboratory. The samples were repeated and the results were amended. (B)(4). The fluid was contained within the instrument and leaked on top of the reaction wheel cover.revised to include the sample ID column:sample ID chemistry original result repeated result c00085s total bilirubin (mg/dl) 0.1(reported) 0.6 (amended)c00063s glucose (mg/dl) 70 (reported) 85 (amended)c00059r creatinine (mg/dl) 0.17 (not reported) 0.78 (reported)